Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a red itchy rash under the rear therapy electrodes. The patient's physician recommended the use of a cortisone cream. The patient was also given new garments. Follow-up indicated that the irritation was improving.